Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04527. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM; therefore, the root cause of the event could not be determined. However, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the information , the OEM determined the confidential structure of the camera head was potentially damaged due to aging deterioration and handling by the user; therefore, water entered the camera head.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint no image was confirmed. The service technician observed unit failed leak test due to puncture on cable, listed parts replaced. Unit passed leak test. The cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that the device's image does not appear. There was no patient injury reported.